Manufacturer narrative:
Initial and final MDR (B)(4) - MDR device 2 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that infusion sets fell off during use. Customer replaced infusion set and resumed insulin deliveries successfully no further information available.